Event description:
Allegedly revised due to a broken component.

Manufacturer narrative:
Conclusion: no device failure. Visually examined. Dimensionally inspected. Photographic images made. Complaint reviewed and analysis showed no trend for (B)(4): 019791353. Device history record reviewed. Evidence that product in specification when used.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This event occurred in (B)(6).